Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient receiving intrathecal gablofen 2000 mcg/ml at 1226 mcg/ml - 24 hour dose via an implantable pump for unknown indications for use. It was reported that the patient's pump was critically alarming and that the low reservoir was still alarming every 10 minutes after a refill and update. Diagnostics/troubleshooting included the rep reading the patient's pump and called technical support. The rep stated that everything was working as it should and the alarm was just still going off. Actions/interventions taken included the rep speaking with tech support and them helping the rep silence the alarm after getting information from the rep. The issue was resolved at the time of the complaint and the patient's status was "alive-no injury". The patient's weight and medical history was asked but was unknown. Additional information received from the rep indicated that the patient went in yesterday for a refill where they changed the concentration as well so a bridge bolus was in progress but the pump was actively alarming every 10 min. The rep then confirmed a low reservoir alarm and empty reservoir alarm had gone off yesterday prior to the refill and no new events had occurred since then. Technical services (tss) discussed the empty reservoir did not get silenced and reviewed silencing active alarm. Tss also confirmed silencing pump alarm would not interfere with bridge in progress. Tss discussed alarm should have been silenced at update so will sr.